Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading low at 54 mg/dl and she kept eating to treat but it was still reading low. Customer stated that the insulin pump went into threshold suspend but her blood glucose was 96 mg/dl. Customer also mentioned experiencing blood at site with prior sensor. Customer stated that she did bleed a lot and applied pressure to site. The sensor did not stick because of the bleeding. Customer had to remove the sensor but no blood was visible on the sensor connector. The customer does take aspirin 5 times a week. Troubleshooting was made and the sensors are being replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed both sensors passed per specifications due to accurate readings however, unable to confirm blood at site complaint due to the customer did not return the insertion needles also, found both sensors had bent cannulas; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.